Event description:
It was reported that a balloon rupture occurred. A 2.75 mm x 20.00 mm agent dcb was selected for treatment of the 95% stenosed, moderately tortuous, and severely calcified target lesion located in the left circumflex artery (lcx). During the procedure, it was reported that the device was unable to cross the lesion due to calcification and a balloon rupture occurred. The procedure was successfully completed with another same device and there were no patient complications.